Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned high creatinine results for 10-15 patients tested on a cobas 8000 c 702 module on (B)(6) 2017. The customer provided the results for 3 patient samples. Of the data provided, the results for 2 patient samples were erroneous and had been reported outside of the laboratory where they were questioned by the physician. Patient 1 initial creatinine result was 200 umol/l. The result was corrected to the repeat result of 95 umol/l. Patient 2 (female) initial creatinine result was 153 umol/l. The result was corrected to the repeat result of 97 umol/l. The customer reviewed quality control results which showed unacceptable results. There was no allegation that an adverse event occurred. The creatinine reagent lot number and expiration date were not provided. The field service representative (fsr) visited the customer site and replaced the sample/reagent probe. Wash functions were checked and an adjustment was made to the gear pump pressure. The customer had no further issues after the fsr visit.